Event description:
It was reported that a balloon rupture occured. A 90% stenosed target lesion was located in the moderate tortuous and moderate calcified atrioventricular branch. A 10/2.00 flextome cuting balloon was selected for use. During the procedure, at the first inflation at 12 atm, it was noted that the balloon rupture occurred. The procedure was completed with a different device. No patient complications reported.